Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
H6: fdc code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was constipated and had pain all over their abdomen. The patient reported they spoke with a manufacture representative (rep) and was advised. It recommended the patient follow up with her hcp. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient that they had to take laxatives every single day because they were constipated and the pain was so intense that they had to take laxatives so they could go to the bathroom. The patient noted this started over a month ago. The patient then synced with their programmer while troubleshooting over the phone and it showed that the stimulation was off. The patient stated the stimulation was off because the patient requested it and that ¿it was zapping¿ them in their ¿feet and legs and making¿ their ¿bottom half feel weak.¿ the patient noted this started happening in (B)(6) 2018. The patient did note that they fall all the time and said it has been for quite a few years, it was 2016 when they started having falls. It was noted the patient did not have a health care physician (hcp). There were no further complications reported/anticipated.